Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 21#, its non-osseointegration was observed. A 45 ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed. The dentist also reported that the implant was immediately installed in an alveolus with signs of injury/ infection.